Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 7mm from the distal end of the sheath. Microscopic examination revealed no additional damages. The lock is still on the rack but the sheath is no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent inadvertent deployment occurred. The target lesion was located in the superficial femoral artery. A 6x40x120 epic stent was advanced over a guide wire. However, the proximal struts were released. It was noted prior to the introduction to the intorducer. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent inadvertent deployment occurred. The target lesion was located in the superficial femoral artery. A 6x40x120 epic stent was advanced over a guide wire. However, the proximal struts were released. It was noted prior to the introduction to the introducer. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.